Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional information is provided, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced arrhythmia, st segment elevation leading to cardiac arrest. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. The physican positioned the faradrive sheath and versacross connect dilator on the fossa. The position was fairly posterior due to anatomical constraints. The transseptal puncture (tsp) was performed. Approximately a minute later after wiring the left superior pulmonary vein (lspv), a very low blood pressure reading of 40/20 mm/hg was noted. Heparin was stopped. The fellow scrubbed in, check the carotid pulse and could not feel a pulse. Chest compressions began. The physician checked for effusion and/or aortic injury but could not see either. Transesophageal echocardiogram (tee) was ordered. St segment elevation was observed on lead iii and depression on some of the precordial leads. Ic was called in to perform a coronary angiogram to rule out a blocked coronary. Angiogram showed no blockage and healthy arteries. Patients pressure was stabilized at some point via vasopressors. The physician suspected either a strong vagal response to the transeptal was the cause, or a transient air embolism which dissipated by the time the angiogram was done. Physician and fellow suspected that the observed st elevation could have resulted from the chest compressions. Prior to tsp, the patient was in a course fibrillation and cardioversion was used to restore sinus. However, around the same time as the pressure drop, the patient went back into an arrythmia, either fibrillation or flutter, and then fluctuated throughout the subsequent interventions. The patient was discharged the same day and was stable. The device is not expected to be returned for analysis (disposed). Due to a tortuous vein anatomy going up to the inferior vena cava (ivc) and heart, there was some additional torque on all catheters that were going up into the ra, including the faradrive/versacross connect dilator assembly. This made it difficult for the physician to get great tenting on the septum and also made the contact point more posterior than was ideal, but the physician was happy with the position. The versacross wire was inside of the patient body at the time of the complication. In the physician opinion, the versacross device did not contributed to the patient complication. Heparin had just been given after transeptal and then the pressure dropped.

Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional information is provided, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced arrhythmia, st segment elevation leading to cardiac arrest. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. The physician positioned the faradrive sheath and versacross connect dilator on the fossa. The position was fairly posterior due to anatomical constraints. The transseptal puncture (tsp) was performed. Approximately a minute later after wiring the left superior pulmonary vein (lspv), a very low blood pressure reading of 40/20 mm/hg was noted. Heparin was stopped. The fellow scrubbed in, check the carotid pulse and could not feel a pulse. Chest compressions began. The physician checked for effusion and/or aortic injury but could not see either. Transesophageal echocardiogram (tee) was ordered. St segment elevation was observed on lead iii and depression on some of the precordial leads. Ic was called in to perform a coronary angiogram to rule out a blocked coronary. Angiogram showed no blockage and healthy arteries. Patients pressure was stabilized at some point via vasopressors. The physician suspected either a strong vagal response to the transeptal was the cause, or a transient air embolism which dissipated by the time the angiogram was done. Physician and fellow suspected that the observed st elevation could have resulted from the chest compressions. Prior to tsp, the patient was in a course fibrillation and cardioversion was used to restore sinus. However, around the same time as the pressure drop, the patient went back into an arrythmia, either fibrillation or flutter, and then fluctuated throughout the subsequent interventions. The patient was discharged the same day and was stable. The device is not expected to be returned for analysis (disposed). Due to a tortuous vein anatomy going up to the inferior vena cava (ivc) and heart, there was some additional torque on all catheters that were going up into the ra, including the faradrive/versacross connect dilator assembly. This made it difficult for the physician to get great tenting on the septum and also made the contact point more posterior than was ideal, but the physician was happy with the position. The versacross wire was inside of the patient body at the time of the complication. In the physician opinion, the versacross device did not contributed to the patient complication. Heparin had just been given after transeptal and then the pressure dropped.